Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was observed as one of the photos shows a tube with the cap not fully seated on the tube placed inside a centrifuge. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.CAPA#1875009.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes experienced stopper pops out of the tube. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the hemogard red plastic 6ml tubes are presenting issues after the samples are taken. The stoppers pop off, with the slightest movement it pops off, they do not close, the stopper is practically only superimposed leading to an increased risk of accidents of leakage of sample serum, since it can't trust on the security that the tubes are closed, as it has always been. The problem has begun on (B)(6) 2021. The purchase was requested on (B)(6) 2021, and the red tubes that have came with the issue were 100, with an average of 2 tubes with issues in every 10 red tubes."